Event description:
It was reported that this pacemaker had entered safety mode. The patient was symptomatic. In addition, it was noticed that a cardiologist had detected a red call doctor icon, the patient had not been able to connect to the communicator since the previous month. The pacemaker was explanted and successfully replaced. The communicator worked properly with the new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. The patient was symptomatic. In addition, it was noticed that a cardiologist had detected a red call doctor icon, the patient had not been able to connect to the communicator since the previous month. The pacemaker was explanted and successfully replaced. The communicator worked properly with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation into this behavior determined that the cathode tab insulation within the battery could be partially damaged during manufacturing when the insulation tube was placed over the cathode tab. The damage did not initially result in a breach of the insulation, and as a result, subsequent manufacturing verification testing performed after the battery was fully assembled was normal. Over time, the damaged insulation can degrade and eventually result in a situation where the cathode tab comes into contact with the device case, creating a shorted condition. As part of continuous improvement efforts, a design enhancement was implemented in 2018 to change the dimensions of the cathode tab. This enhancement was intended to reduce the likelihood of insulation damage when the cathode tab insulator tube was placed over the cathode tab. This particular device was manufactured prior to the design change.